Event description:
It was reported that a patient presented with the patient's implantable cardioverter defibrillator found in back-up vvi mode which was software related. Corrective programming changes were made. The patient was stable throughout.